Manufacturer narrative:
(B)(4). External insulation abrasion was noted at 7.8-8.0cm, 15.0-15.5cm, and 33.5-34.0cm from the distal tip, consistent with lead friction to another device or patient anatomy, and at 45.0-45.5cm from the distal tip, consistent with lead friction to the device can. Externalized conductors due to internal insulation abrasion were noted at 12.5-15.5cm from the distal tip. Internal insulation abrasion was noted at 9.5-11.0cm from the distal tip. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.